Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2306212. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was received for evaluation by our quality team. Through examination of the sample, leakage was confirmed and damage was observed in the plunger lip component. Twenty (20) retained samples were obtained from the manufacturing facility; however, no signs of defect were identified upon evaluation. Based on the returned sample results, it has been determined that the leakage resulted from the damage to the plunger. Although an exact cause for the plunger damage could not be identified, it is possible that it resulted from handling of the product through the manufacturing process or within the plunger assembly machine. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd discardit ii 10ml syringe leaked past the stopper. The following information was provided by the initial reporter, translated from french to english: during injection, flow towards the back of the syringe, leaks. The syringe body and plunger are leaky. Fortunately, it was physiological serum so no loss of product for the patient and no risk for me (not a cytotoxic treatment) since when injecting there was a leak on my fingers. Syringe replaced to rinse correctly with positive pressure on its vvp.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field.